Manufacturer narrative:
The report of backup battery fault alarms was confirmed based on the evaluation of the log file retrieved from the returned system controller; however, the alarm was not reproduced during analysis. Additionally, the report of low speaker volume was unable to be confirmed. The returned system controller passed the functional test procedure and was able to support a mock circulatory loop for an extended period of time without any atypical alarms. The 11 volt lithium-ion backup battery (backup battery) was then fully charged and several load tests were performed; however, no backup battery fault alarms were reproduced. The system controller was then connected to a mock circulatory loop. The backup battery solely powered a test pump for at least 15 minutes before fully discharging as designed. The system controller speaker sockets were visually inspected and no debris was found. The sound pressure level of the side and back speakers were measured during power cable disconnect alarms and both speakers exceeded the minimum specification value. The system controller was found to function as intended during analysis. The specific cause of the reported backup battery fault alarms and low speaker volume were unable to be determined during this investigation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The information was received from a maude foi report, mw5062409.

Event description:
Additional information: a voluntary event report (mw5062409) was received on 07/19/2016 via cdrh stating: it was reported that ¿vad controller alarming replace backup battery¿. Vad parameters wnl and pt doesn¿t¿ report any symptoms. Pt stated ¿he was in the shower and accidentally hit the self-test button on the controller and the vad started alarming¿. Patient reports that he changed from primary to backup controller, but changed back to primary controller because the backup controller was saying connect driveline and pt reported that backup battery was not completely charged. Data download obtained and vad interrogated. Replace backup battery alarms noted today. Began when pt showing and accidentally hit self-test on the pc controller triggering the alarm. Several pump off and low flow alarms noted as pt reports attempting to change to backup controller. Vad parameters as noted. No symptoms. Thoratec hotline called. Pt controller changed. Changed from (B)(4) primary controller to new primary controller (B)(4). Backup pc controller still remains as (B)(4). Pt tolerated controller change well. Pump on and auscultated with self-test passed. Vad parameters flow 4.1, rpm 9600, pi 5.3, and power 5.3 vital signs stable. Pt to be discharged home.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 5 months from date of shipment. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that while showering, the patient accidentally hit the self-test button on the system controller, triggering ''replace backup battery'' alarms. The patient reportedly attempted a system controller exchange and experienced several pump off and low flow alarms during their attempt per review of the event history. The patient had exchanged from the primary to the backup system controller and then back to the primary system controller while at home. The patient was reportedly asymptomatic during the events. In the clinic the emergency backup battery (ebb) within the primary system controller showed 25 months before expiration. It was also reported that the volume of the alarms sounded softer than normal when tested. The patient was provided with a new primary system controller. Since the event, the patient has been retrained on the conditions that require a system controller exchange, along with the appropriate steps to take when an exchange is performed while at home. No further issues were reported.